Event description:
It was reported that during an ulnar shortening osteotomy procedure, the tip of a 2.0 mm drill bit, with depth mark, quick coupling, 110 mm, broke off on the way of drilling. The tip was removed easily and without additional intervention. There was no delay in surgery or patient harm reported. Procedure was completed successfully. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ no anomalies were detected during device history record review. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.